Event description:
Point of care covid-19 testing was performed on this employee using bd veritor plus machine. Sample read as positive, same sample reprocessed and read negative. Two (2) additional new samples were immediately processed and read as negative. Pcr test sent to external lab for verification, result received on (B)(6) 2020 and confirmed negative. Initial positive reading from poc machine is presumed false positive. Employee was asymptomatic, no known exposure, passed pre-shift screenings. FDA safety report ID# (B)(4).